Event description:
Procedure: laparoscopically assisted vaginal hysterectomy. According to the reporter: the account states that the suture popped off the needle. And that the needle broke in half during use. Half of the needle was recovered but half they could not find and was left in the patient. The patient is currently ok. There was no unanticipated tissue loss, no unanticipated extension of the incision more than one inch, no unanticipated blood loss of more than 500cc and no delay in surgery time over 30 minutes. Half of the need was found but the other half was never located and assumed to be left in the patient. Additional information has been requested and will be submitted once received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).